Manufacturer narrative:
The device was implanted in 2018, so the date of implant is estimated as (B)(6) 2018. The device was explanted in 2021, so the date of explant is estimated as (B)(6) 2021. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in 2018, a 23mm trifecta valve was implanted. In 2021, the patient complained of sudden respiratory discomfort and was diagnosed with cardiac insufficiency. The valve was explanted, and it was noted that there was a leaflet tear from one stent post towards the leaflet base. An unknown valve was implanted as a replacement device.

Manufacturer narrative:
An event of insufficiency due to a leaflet tear and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure and patient information was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the available information, the root cause of the reported event of al leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.